Event description:
Reporter indicated that the physician's programming system was upgraded and now, "the machine won't work." Further information received from the cyberonics representative indicated that the problem with the programming system was that the dell handheld computer screen was freezing. Product has been received and is pending product analysis.

Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.